Event description:
A malfunction alarm identified as malfunction 3-0x2095 was reported by the distributor, rubin medical ab, for a pump in sweden dating back to july 21, 2025. There was no reported impact to the customer's blood glucose level as specific information was either unknown or not provided. The customer was informed about the necessity to replace the pump, which was within warranty. Tandem technical support confirmed the shipping details, provided storage mode instructions, and instructed the customer to return the malfunctioning pump within ten days using a prepaid label. The replacement pump, with a new serial number, was arranged for the customer.